Event description:
Account alleged that with the hi/low all the way up, he presses the reverse trendelenburg switch and the bed will start to go into reverse trendelenburg but will stop and start and never go into a full reverse trendelenburg. Cause: connector board failure. Specific cause of failure unk. Account replaced connector board for resolution.